Event description:
It was reported that, " the tip of the screwdriver broke when driving the screw into the sps locking system plate. Tip is out of the pt, discarded. Had to back the screw out of the plate, as it would not seat correctly, but plate was secure."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.